Event description:
It was reported that the device was taken into the shower and it would not turn on. Possible water ingress. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in overall good condition. Error code 45639 pulled up in the log review. Functional testing was performed. The customer's problem was replicated and confirmed, and the root cause was the faulty mainboard. The mainboard was replaced, and the device has since passed both functional and accuracy testing. The device has previously experienced the same issue; however, the mainboard has been replaced and it is undetermined if the two issues are related